Event description:
A medtronic representative reported that, while in a spine procedure, the inner shaft of their driver was broken in half. The surgeon was replacing a screw at t12 and using a 7.5mm screw that was too large. The inner shaft of the driver broke while the surgeon was torquing the screw. A different driver was brought in and used to continue, and the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported all of the broken driver was retrieved from the patient. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
(B)(4).